Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. Upon explant, the reservoir was found to be empty due to a possible hole in the device. There were no patient complications related to the event.